Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after infusion, the patient pulled out their bd intima-ii¿ catheter. It was also reported that the tip of the catheter was broken, and it was unknown where the broken piece of catheter remained. The patient received a CT scan to attempt to locate the catheter piece. Results and additional interventions were not reported.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8017214, our records show it was manufactured february 2018; it was determined that this is the only instance of a broken catheter occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. A sample was returned for evaluation and testing, bd engineers noted during the visual evaluation of the deice that the edges of the broken section of the device were jagged and rough. These characteristics are consistent with the application of a substantial pull force being applied to the catheter tubing. Using a retention sample and a pair of forceps bd engineers were able to replicate the damage identified in the returned sample. Investigation conclusion: based on the description of the event and these results, bd engineers were able to determine that the most likely root cause is the application of external force to the catheter tubing.

Event description:
It was reported that after infusion, the patient pulled out their bd intima-ii¿ catheter. It was also reported that the tip of the catheter was broken, and it was unknown where the broken piece of catheter remained. The patient received a CT scan to attempt to locate the catheter piece. Results and additional interventions were not reported.